Event description:
It was reported that while the ventilator was connected to a patient, there was no ventilation. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was examined on site by our field service engineer after the event and it was found functioning normally. No parts were exchanged and it was returned to service. Evaluation of the ventilators logs show that pre-use checks prior to and after the event were successful. There are no technical error codes during the period to suggest a ventilator malfunction. During the reported period when difficulties were experienced, the mode of ventilation was the pressure regulated volume control (prvc) mode. The period contains many high airway pressure, regulated pressure limited and low expiratory minute alarms. The alarm "regulation pressure limited" indicates that the set tidal volume cannot be delivered due to limitation of the set pressure limits. The other 2 alarms are consequences of the limitations. In the prvc mode, the ventilator delivers a pre-set tidal volume. The pressure is automatically regulated to deliver the pre-set volume but limited to (B)(4) below the upper pressure limit. The set volume at the time could not be attained due to the set upper pressure limit at the time. The experienced problem was not a ventilator malfunction but was caused by the set mode of ventilation and the set inappropriate upper pressure limit at the time. (B)(4).